Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple low battery and power source alerts occurred while charging. Customer changed the power adapter and usb cable to resolve the issue. There was no reported impact to customer's blood glucose.